Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a loss of therapy and that for the past week, prior to the report, they had a lack of appetite and they were nauseous. It seemed to get worse when they ate. The healthcare provider (hcp) was not sure what was wrong but suggested that they have their implantable neurostimulator (ins) tested. The return of symptoms was noted to be sudden. The manufacturing representative (rep) was requested to their hcp office. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep reported that the sudden return of symptoms was due to lower settings. On (B)(4), the settings were increased and the system is working just fine. The issue was noted to be resolved, no further complications were reported/anticipated.